Event description:
This is report 1 of 2 for the same event it was reported that during an anterior cervical discectomy with fusion surgical procedure, it was observed that the console device displayed an e6 overheating code when in use with a motor device. There were no reports of heat associated with the event. According to the report, the device was used without error on a previous surgery earlier in the day. The device was then sterilized and set up for use. The reporter indicated that the device was allowed to cool after sterilization for thirty minutes to an hour. The reporter stated that the operating room staff tested the drill before the surgical procedure and the drill worked fine. When the surgeon asked for the device to begin use, the console was displaying an e6 error code. The operating room staff attempted to clear the code two-three times, but were unsuccessful. An identical spare device was not available for use. Another motor device set-up was offered to the surgeon, but was refused. As a result, there was a delay of ten to fifteen minutes. The surgeon decided to close the patient¿s incision and abort the procedure. The procedure was rescheduled. The spare device was not used on the patient. There were no injuries to patient or user. All information has been disclosed. If additional information becomes available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The reporter indicated that an medical device report was filed. However, the number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.